Event description:
It was reported that the lead was capped due to externalized conductor seen with fluoro.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.